Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery thread was stripped, had scratches on the screen that made it hard to see settings changes, battery compartment had a crack, had random no delivery alarm, had calibration issues and occlusion errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.